Event description:
Information received by medtronic indicated that the customer received replace battery now alert. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was not loose, cracked or damaged battery cap.  The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11 retainer ring= black case type =ngp  customer returned pump due to alleged unexpected battery power loss alarm found on 05-sep-2022.  Unit passed the displacement test, active current measurement, and self-test. Unit did not pass the sleep current measurement test due to high current. No alerts/alarms/anomalies noted during testing. Pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Power loss alarm on (B)(6) 2022 18:03:46.000 and low battery alert on (B)(6) 2022 01:29:14.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Unexpected battery power loss alarm and charge/battery last less than expected was confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.